Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be dec 5, 2022

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning from improper reprocessing due to nonconformities of the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had an issue with the forceps elevator not working properly. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the forceps elevator, the forceps elevator was not working, the objective lens was scratched, the adhesive on the bending section rubber was detached, the connecting tube was buckled, the universal cord was scratched, the universal cord was sticky, the air/water cylinder was shaved, the knobs had play, water removal did not meet standard due to clogging of the nozzle, there was no air flow due to clogging of the air/water tube, and the distal end cover was dented. Dirt was found on the control unit, the right/left knob, and the up/down knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.